Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the interrogation of an implanted device, the programmer crashed, experienced a software error, and switched itself off. The status of the programmer is unknown. No patient complications have been reported as a result of this event.